Event description:
An unexpected return was received with a note stating the product cracked where it was connected to a syringe. The patient's blood backed up in the tubing. There is no report of a leak or patient harm.

Manufacturer narrative:
The customer¿s report of a cracked product was confirmed. During inspection, a 10mm long crack was found on the female luer. Functional testing was not performed because the crack was confirmed during inspection. The root cause of the crack was not identified.

Manufacturer narrative:
Concomitant medical product: 10ml bd syringe ref 306547, lot number 8018972, exp 2020-12-31 0.9%, sodium chloride; therapy date: (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
An unexpected return was received with a note stating the product cracked where it was connected to a syringe. The patient's blood backed up in the tubing. There is no report of a leak or patient harm.